Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Atrial trend data showed values between 0.5 mv and 3.3 mv. Review of stored threshold tests showed some isolated undersensed atrial beats. The atrial impedance and threshold were stable. Technical services recommended review of the device programming. The atrial lead remains in service.